Manufacturer narrative:
Date rec'd by MFR : 03sep2019. Date of report : 03sep2019. The manufacturer's remote service technician performed troubleshooting with the customer. The unit has 18, 581 operating hours. The technician discussed the liquid crystal display (lcd) end of useful life. The fse also provided the customer with revision k of the service manual, service bulletin sb86600173b and part ID for filters and battery as the customer was prepping to perform preventative maintenance. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a dim display. There was no patient involvement.